Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, the capture threshold of the left ventricular lead was difficult to obtain. A review of a recent chest x-ray found that the patient¿s left ventricular lead had dislodged to possible the right atrium. As the lead had likely been dislodged for some time and that the patient has done well, the physician decided to program the device to right ventricular pacing only and to monitor the patient as usually. The patient was stable.